Event description:
Note: please see complaint (B)(4). The sales rep reported: I¿m writing to follow up on an issue that I have been dealing with since (B)(6). At regional medical center bayonet point (B)(6) they purchased a cmc v complete at the end of last year. We issued a product complaint regarding this (B)(4) about a month and a half ago. The surgeon stated the unit did not provide the coagulation power that he had come to expect from our system over the last 7 years of his residency. I noticed that a warning light was flashing on the screen of the unit while it was in direct us. The warning logo indicated that a radio frequency interference was being detected and power was being diverted from the instrument. This is exactly what the surgeon was reporting, the bipolar wasn¿t coagulating as expected. He had the nurse turn the unit up from 35 to 40, then to 45 and 50. Eventually, he was at 80-90 and still could not get our forceps to coagulate. That is when we issued a product complaint and returned their unit to codman for repair or replacement under warranty. Our techs checked the unit out and stated it performed exactly the way it was intended and all operations where within spec. The original unit was sent back to the hospital and we asked the surgeon to try it again. The outcome was identical to the original complaint scenario. No power at the tip of the instrument, unit was turned up to 90 malis units and still no coagulation. All the time the screen displayed a flashing logo indicating that power was being diverted. At this point, codman techs suggested that we move the unit within the operating room to a distance away from all other electrical items. The surgeon and staff found this request ridiculous and this necessity was not consistent with the surgeon¿s experience. I too thought this was unrealistic in a relatively small or, but we try and moved it up toward the head of the bed while all other items remained at the foot of the bed. This did not change the outcome. We actually saw usage of our generator go to zero because the surgeon and nurses ¿did not have time or desire to play our game of move the equipment around the room unit it works.¿ ¿ quote from neuro coordinator. As a last ditch effort, we decided to bring in the gulf coast¿s demo cmc v and see how it performed in this operating room. We know that the demo unit has performed without complaint at many facilities to date. We brought the demo in and did two cases and used the system from 8am to 5pm. I was in the room every time the pedal was ¿stepped on¿ and I watched the screen for a sign of the warning logo indicating power was being diverted. The warning logo never appeared in all of the hours of usage. The unit was never above 35-40 and the surgeon was extremely happy with the forceps performance and coagulation at the tips. He stated, ¿now that is how I remember the malis working.¿ it is my strong request that we approve the return of the original cmc v unit (just the unit itself) and replace it with an entirely new cmc v unit. Obviously, they know the serial number of their unit and were unhappy that we returned it after the first complaint. They are mandating that we provide a unit other than the original so that they can get one that works, not rehabbed. If this one is ¿within spec¿, as stated by our techs, we can sell it to someone else but it will not be allowed back into regional med cntr bayonet point. Please let me know how we can generate a second complaint number and an order to ship a single unit to bayonet as soon as possible.

Manufacturer narrative:
Additional information: upon completion of the investigation, it was noted that the customer¿s complaint could not be duplicated. The unit was fully operational on receipt and met all factory specifications. The unit requires a video board update. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.